Event description:
Consumer called to report his meter switched to mmol after leaving his meters (2) in sub zero temperatures in the car overnight. Due to misreading, consumer took glucagon shot and ended up in the hosp. Was put on life support in the ambulance and stayed in the hosp for observation.